Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available it is possible that patient related factors may have caused or contributed to the reported event. Surgical procedure (dsaek) is pro-inflammatory and a contributing factor to opacification of hydrophilic acrylic iols as described in the literature.

Event description:
It was reported that the patient had uneventful phacoemulsification and implantation of a hydrophilic iol (akreos-adapt). Because of postoperative corneal decompensation in the right eye, 2 descemet stripping automated endothelial keratoplasty (dsaek) operations were performed within 1 year. After the second procedure, the graft was not well attached, requiring an intracameral injection of air on day 3. After 1 year, opacification was observed on the superior 2/3 of the anterior surface of the iol, along with a significant decrease in visual acuity. The iol was explanted 6 months after the opacification. Additionally, an environmental scanning electron microscopy followed by x-ray microanalysis revealed an organic biofilm on the surface of the iol.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.